Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the rep on july 23, 2019. It was reported that the patient received the replacement recharger, but was still having the same issues where the patient would be charging to 40% charge at excellent and then the charge would stop and start all over with a screen of "looking for device". The rep requested a replacement controller be sent to the patient. A replacement controller was sent and the patient's controller was returned and received into the repair department on (B)(4) 2019. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had a she was having a hard time charging her ins. Caller stated that when she was trying to recharge, the ins will reach 30% and say that the ins was "fully charged." They mentioned that it also took a varying amount of time to charge her implant, sometimes taking 5 hrs and sometimes only taking one hour. They tried resetting the controller and confirmed there was no visible damage to external equipment pieces. They called back on july 17th, stating that the issue was persisting even after a new recharger was sent. I redirected to hcp for further investigation. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.